Manufacturer narrative:
Siemens service personnel is trained to disconnect system from main power supply and to measure the voltage at the power supply unit (psu) terminal x1 to make sure that the system is without current before performing any service activities. This is stated in the document "replacement of parts", xpw7-000.841.02.01.02, p. 174. According to information received, the system was not disconnected from mains and the voltage was not measured at the psu terminal x1 before the mfi board was replaced. The involved engineer was advised to follow the instructions in the document "replacement of parts". Internal ID # (B)(4).

Event description:
It was reported that siemens service engineer received an electrical shock to his finger on the right hand while replacing a main filament inverter (mfi) board on the mammomat inspiration unit. The engineer followed-up the incident with a hospital check-up and ECG examination. No abnormalities were reported. There is no patient involvement in this case. No injuries are attributed to this event. The reported event occurred in (B)(6).